Event description:
The angiosculpt device was used to treat a slightly calcified peripheral lesion. After inflation and during removal, resistance was encountered, and the scoring element separated from the balloon. The balloon and guide wire were removed as a unit. The scoring element was removed using a radial jaw and confirmed by echo that no device fragments remained in the patient. The procedure was completed with a non-angiosculpt catheter. The patient expired the following day; however per the physician, the patient death was unrelated to the angiosculpt catheter. This adverse event and product problem is being submitted due to the scoring element separation requiring additional intervention for removal.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. This was not reported for "death" since the physician stated that the patient death was unrelated to the angiosculpt catheter. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt catheter was returned without the distal tip, distal bond, scoring element, and intermediate bond. Visual inspection found damage at the distal end of the catheter where the exposed extrusion material at the distal tip was bonded. During functional testing, a laboratory 0.018" guide wire was unable to be inserted through the guide wire lumen due to the damage observed at the distal end of the catheter. Based on the device evaluation, it is likely that some degree of force was applied by the user resulting in the scoring element separation. Per the IFU, retained device components is listed as a possible adverse effects of the procedure.